Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix bent. There were no other anomalies observed regarding the returned lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis.

Event description:
It was reported that the right ventricular (rv) lead experienced undersensing and increasing thresholds over the past year. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. The analysis of the device memory indicated an r-wave amplitude measurement issue. Beginning on (B)(6) 2014, the r-wave amplitude measurements decreased from 8mv down to 2.6mv. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.